Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during dwell three. The cause of the alarm was due to an open clamp on unused supply line. There was no patient injury or medical intervention reported. The technical service representative explained the alarm to the patient. The patient would use manual supplies to complete therapy. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. The home patient stated a clamp was left open on an unused supply line when the alarm occurred, which constitutes a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. This guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.